Manufacturer narrative:
The device was not returned for evaluation and the customer's allegation was not confirmed. Based on the results of the investigation, the definitive root cause of the issue could not be determined. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head cable had a perforation on the outer insulation. This event was found during preparation for use of a unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head cable had a perforation on the outer insulation. This event was found during preparation for use of a unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9, g3, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cable insulation as well as the cable sleeve were torn exposing the wiring. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause was traced to maintenance, which is problems traced to improper routine or preventative maintenance. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head cable had a perforation on the outer insulation. This event was found during preparation for use of a unspecified procedure. There were no reports of patient harm.